Event description:
Customer reports blood glucose result of 180 mg/dl taken on the active system and went to the ER due to result (no action taken based on device result). Twenty minutes later, her blood glucose result on hospital meter was 800 mg/dl. Customer was treated with novolin insulin and remained in the hospital for 3 weeks. No quality controls were used. Requested return of suspect device and replacement was sent.